Event description:
We were changing the dexcom g6 sensor for my daughter and when we pushed the orange button to insert, it would not release from her arm. The applicator was stuck to her arm and I am uncertain if the needle had retracted or not. I had heard of this happening before so knew to hit it on the side with a spoon to get it to release. It finally did but not without considerable effort. Pn: 9500-45, lot: 5278604, exp: 2021-08-03, sensor ID: (B)(4). FDA safety report ID # (B)(4).